Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s target stimulation was in the lower back and legs but they were not received coverage in the lower back. The stimulation worked well at first however over time it just stopped working as well. The consumer also stated it took about 4 hours to charge which was a long time. The consumer mentioned the system was rebooted a couple of weeks ago and the patient had x-rays to make sure all of the leads were in place. The patient had fallen several times which happened periodically and had been happening since before the implant. The consumer stated the pocket had slid down around the end of 2018 and when the patient turns stimulation on they experience pain in their leg. The patient has had several adjustments and was programmed so that they did not need to adjust. The consumer stated they were told that results of the x-ray indicated that the leads were fine. It was mentioned to them to consider a replacement. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider who responded from follow up sent to them. Health care provider reported that the patient believed cause of having a lack of coverage, pain in legs, long charge and pocket slipping was due to their falls that have been happening. Health care provider reported the patient was having significant difficulty with their implant on (B)(6) 2019.